Event description:
Boston scientific received information that this patient presented with shortness of breath and hypotension. A pericardial window procedure was performed due to perforation which resulted in cardiac tamponade. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remained in service following the procedure and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.